Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the operating room for lead reposition procedure due to dislodgement noted on the right ventricular lead. During procedure, failure to insert the lead into the header of the implantable cardioverter defibrillator was observed. The lead was explanted. On (B)(6) 2018 the device was explanted and replaced and the lead was replaced. The patient¿s condition before, during and post procedure was stable.

Manufacturer narrative:
The reported field event of insertion failure was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.